Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was provided for investigation. The reported issue was confirmed via data. The root cause was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.